Manufacturer narrative:
H10: the device was not received for evaluation; however, two photographs of the sample were provided. The visual inspection of the two provided photos shows the product during treatment. There were red circled areas in photo one and two within the lower head area, which could be water drops; however, this could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed due to a ¿light crack¿ at the bottom of the polyflux 17l set during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.